Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the patient was prescribed a biocatheter (12ch d22655l12 10ml male) and he was given (d22695l12 12ch female). The care giver fitted the item for the user leaving him in a lot of pain as the female catheter is a lot shorter than the male one.per email received from the (B)(6) representative on 17-jul-2019, the patient received the wrong catheter at one of the local (B)(6) pharmacy branches.